Manufacturer narrative:
(B)(4).

Event description:
It was reported "on (B)(6) 2024, an arterial catheter was placed by a physician in the resuscitation unit during the morning shift. On (B)(6) 2025, during careful and monitored mobilization of the patient without any sudden movements, a rupture occurred in the distal area of the system, which joins the connection to the system." The device was removed and replaced. There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn #: (B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The photo shows a catheter with an x marking the extension line adjacent to the luer hub. The complaint of catheter split/torn was not able to be confirmed by the photo as no damage can be observed in the photo. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "on (B)(6) 2024, an arterial catheter was placed by a physician in the resuscitation unit during the morning shift. On (B)(6) 2025, during careful and monitored mobilization of the patient without any sudden movements, a rupture occurred in the distal area of the system, which joins the connection to the system." The device was removed and replaced. There was no patient harm or injury. The patient's current condition is reported as "fine".